Manufacturer narrative:
An event of an embolization of a 6/4mm amplatzer duct occluder was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information was received through abbott's patient device tracking that, on (B)(6) 2018, a 6/4mm amplatzer duct occluder was implanted in a 2 year 2 month old male. The submitted form noted that on (B)(6) 2018, the device was explanted. Per the implanting physician, an x-ray taken on (B)(6) 2018 detected that the device had embolized to the abdominal aorta. The device was successfully removed from the abdominal aorta via transductal approach using a long sheath and bioptome. A 10mm amplatzer vascular plug ii was successfully implanted in the pda. On (B)(6) 2018 the patient was discharged from the hospital without any adverse events. The follow-up appointment was unremarkable with no residual pda.